Manufacturer narrative:
The investigation for the gastrointestinal bleed (gi bleed) has been completed. Data logs are not relevant to the issue and product was not returned for investigation. Clinical details do not report any excessive force or patient conditions that would explain the cause for a gi bleed on the 11th day of support. Since clinical details were limited and product wasn't returned, the root cause of the gi bleed could not be determined. The patient was on cp support for 11 days when the complication occurred. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient developed a gastrointestinal (gi) bleed during impella cp support. Heparin was in the purge line leading up to the condition. The patient was given three units of packed red blood cells to counteract the bleed and resulting low hemoglobin levels. Three days later, two units of packed red blood cells and two units of platelets were given to the patient. Care was withdrawn the following day upon the family's request and the patient passed away. It is unknown if the gi bleed contributed to the patient's passing.